Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified no complications during the initial surgery. The 6 month and 1 year follow up notes state increase in anterior peripatellar pain level and decrease in patient satisfaction score. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01937, 0001822565-2019-01938, and 0002648920-2019-00333. UDI: (B)(4). Concomitant medical devices: femoral component porous size g left, catalog#: 00595201701, lot#: 63058432; tibial tray fixed bearing size 7, catalog#: 00595405701, lot#: 63832490; all poly patella size 32 mm dia. Standard 8.5 mm thickness, catalog#: 00597206532 lot#: 63867507. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, at the patient¿s one year follow up appointment, he is complaining of continued pain and stiffness that he treats with medication, as well as a decrease in overall satisfaction. Patient continues to engage in normal activity and plans no additional treatment.